Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl. Customer consumed glucose tablets to address bg. Reportedly, the customer required assistance from contacts to address bg level with glucose. Reportedly, customer's non tandem continuous glucose monitor (cgm) was not available, and customer did not have bg readings. Recommendation was made to consult with healthcare provider regarding diabetes management.